Event description:
Information received from the field notes low lead impedance, oversensing and undersensing. The patient is active, and the clinician was concerned about rib-clavicle crush. The sensitivity was reduced to decrease the likelihood of oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received